Event description:
A (B) (6) paramedic contacted customer service about his facility's breeze2 meters. Paramedics were called to the home of a young diabetic who felt as if his blood glucose was high. Blood glucose tests were performed using the paramedic's two breeze2 meters and the pt's meter. The three meters gave readings between 3.5-22.0 mmol/l (63-396 mg/dl). The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The paramedic stated that no treatment was provided based on the meter results. The paramedic was not certain about which reading came from which meter. No other info was provided. The test strips are to be returned for evaluation. The meters were also replaced.